Event description:
It was reported that after undergoing a heart catheterization procedure an angio-seal vascular closure device was deployed to close the right femoral arteriotomy. The deployement was successful without apparent complication. Three months after the procedure the pt returned to the physician's office complaining of numbness at the groin site and discomfort when walking. A small object was palpated and removed. The object was described as a 2-3 cm segment of the green angio-seal tamper tube. The physician believed that the numbness had been related to the fragment irritating a nerve, the cath lab mgr stated the pt's weight may have delayed the detection of the device fragment.